Manufacturer narrative:
The returned device was analyzed and the reported allegations of fluid loss was confirmed, however the reported allegations of mechanical issue and urinary incontinence was not confirmed. Based on a review of all available information, the cause of the reported event was due to a pinhole was identified in cuff leading to the fluid loss.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly, recurring incontinence, and the device was low on fluid with an artificial urinary sphincter (aus). During the procedure the physician attempted troubleshooting but nothing was able to get the device working. The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient is expected to fully recover following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly, recurring incontinence, and the device was low on fluid with an artificial urinary sphincter (aus). During the procedure the physician attempted troubleshooting but nothing was able to get the device working. The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient is expected to fully recover following the procedure.